Event description:
It was reported that the hemostatic probe experienced an out of box failure. The tip of the device was cracked. . The intended procedure had been completed using the same device. There are no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and correction. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The hemostasis tip insulation was broken causing the tip to hang. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the hemostatic probe experienced an out of box failure. The tip of the device was cracked. The intended procedure had been completed using the same device. There are no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.